Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the radiopaque marking circle tore apart and remained inside the patient. The target lesion was located in a vessel of the kidney. An accustick ii was selected for use. During the procedure, the radiopaque marking circle came off and remained inside the patient. The device was pulled normally except for the radiopaque marker. Snaring was attempted but was unsuccessful. No further patient complications were reported and the patient's status was stable.